Manufacturer narrative:
Device passed displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call that the device was cracked on the side where the reservoir goes in. Customer's blood glucose was 35 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.